Event description:
It was reported by customer before use that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Customer banged back of unit causing deformation of console cover, and damage to the assembly component. No patient involvement reported.

Manufacturer narrative:
Updated fields: b4,b5,d9,g3,g6,h2,h3,h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service technician (fst) inspected the unit and noted damage back of console cover. The deformation had caused impingement on the helium check valve located on the fill assembly, resulting in a helium leak. The fst confirmed that the leak originated from the bent check valve. The fst replaced the console cover and 300 psi check valve. Following these repairs, no further helium leaks were observed. All required functional and safety checks were completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Customer banged back of unit causing deformation of console cover, and damage to the assembly component. No patient involvement reported.